Manufacturer narrative:
(UDI): (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated products : item#:00595203010;articular surface use with plate 3,4 size;lot#:63082171, item#:00595001401;femoral component precoat size d left;lot#:63404811, item#:00598003702;stemmed tibial component precoat size 4; lot#:63413281. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00008, 3007963827-2020-00001, 0002648920 -2020-0002.

Event description:
It was reported the patient underwent an initial left tka at an unknown date. Subsequently, the patient suffers from pain, swelling, stiffness and clicking in the knee

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient was experiencing pain and swelling at post-op follow-up on (B)(6) 2018. The updated information does not change the previous investigation conclusions. Per the nexgen cr, ps, cra, lps and lcck package insert, pain and swelling are known potential adverse effects. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial left total knee arthroplasty performed approximately 3 1/2 years ago. Subsequently, the patient reported pain, stiffness, clicking, and swelling in her knee requiring draining of effusions and additional cortisone injections. No revision of components has occurred to date.